Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: neu_unknown_lead ,lot# serial# lead,unknown implanted: explanted: product type lead.

Event description:
Patient said he started at 3.1 volts when he left the hospital, got home, wasn't feeling anything so he went to 5.5 volts. Patient said he went down because feeling uncomfortable around penis. Patient was at 3.9 volts he said a little uncomfortable. The trial patient also stated that he was lying on back and felt like it moved. The patient was feeling stim in correct area. The patient experienced soreness.